Event description:
Indication: polyneuropathy, unspecified; chronic inflammatory demyelinating polyneuritis. Frequency: infuse 40gm (400ml) intravenously on days 1, 2, 3, and 4 every 28 days (160gm total). Home health nurse reports that the pt's pump (serial number and expiration date not provided) is reading a system error of internal battery malfunction. Nurse states she called company and company advised that it was an internal battery issue. Pharmacy to replace device. Nurse to infuse tomorrow once replacement pump arrives as pt does not have tubing for gravity on had. Return material to be sent for return of pump associated with event. Device will be available for investigation, pending return. No adverse event(s) reported due to product issue. No further info.